Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, poor electrical parameters were observed on the right ventricular lead. Diagnostic imaging was performed and reviewed by technical support and externalization was suspected. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.